Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8212585. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Leakage testing of the device submitted to our facility was able to replicate the reported failure mode, and identify the origin of the leakage, a crack in the adapter. Our quality engineers were unable to identify any potential sources for this damage that could have occurred during our manufacturing process, preventing them from identifying the root cause for this event at the conclusion of our review.

Event description:
It was reported that there was a crack and drug leaked with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from chinese to english: the cvc catheter was indwelling in the patient's neck. After replacing the connecta at 10 am, one end is connected to the pump for doxofylline injection, and the other end is connected to the infusion set for nutrition drug infusion.at 14:00 pm, when the patient was turned over, he found a large area of damp pillow, and fat emulsion spillover was found .remove the connecta and reconnect with flush to test. It was found the connecta cracked.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a crack and drug leaked with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from (B)(6) to english: the cvc catheter was indwelling in the patient's neck. After replacing the connecta at 10 am, one end is connected to the pump for doxofylline injection, and the other end is connected to the infusion set for nutrition drug infusion. At 14:00 pm, when the patient was turned over, he found a large area of damp pillow, and fat emulsion spillover was found. Remove the connecta and reconnect with flush to test. It was found the connecta cracked.